Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. The reported patient effects thrombosis, pain and surgery are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event.

Event description:
It was reported that the procedure on (B)(6) 2015, was to treat a distal occlusion of superficial femoral and popliteal arteries, with a diffuse stenosis in anterior tibial and fibular artery. Pre-dilatation was performed to prepare the vessel to obtain the right diameter for proper placement of the supera stent. Once the stent was deployed and in place fully covering the lesion, a small notch of 1 cm of a new lesion was observed proximal to the stent. A non-abbott stent was used to cover the small area successfully. When finished, the patient had regained the average pulse and the procedure was completed successfully. On (B)(6) 2015, approximately six weeks post-deployment, the patient presented to another hospital (B)(6) experiencing pain. Doppler ultrasound revealed stent thrombosis where the supera stent and the non-abbott stent were overlapping. The patient suffered a coronary crisis affecting 3 vessels. The decision was made not to perform bypass. Supracondylar amputation was performed on (B)(6) 2015. No additional information was provided.